Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: reference: (B)(4) batch: unknown date of occurrence: (B)(6) 2026. It was reported that "while preparing a 5fu syringe under an isolator, when labeling the final product, the pharmacy technician noticed a spot inside the syringe. The syringe was placed in a bag and removed from the isolator. To the naked eye, the stain resembled mold stuck to the body of the syringe. The syringe was not sent to the ward, and another 5fu syringe was prepared, resulting in a financial loss and a delay in patient care. This event has already occurred numerous times in recent months with this reference.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.